Event description:
Device history record was reviewed, no event linked to the reported issue was observed. The reported device was not sent for investigation and its log history was not provided, therefore no review could be performed. This complaint was registered as part of reported events sent by canadian self-served customer. The reported device was not sent to brézins for investigation as repairs were carried out locally. In order to solve the issue, the keypad was replaced. However the defective parts were not sent back to brézins for further investigation and with no other evidences to confirm the origin of this defect, its root cause cannot be identified. To our knowledge this complaint was not related to patient safety. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
Continuous beeping noise (alarm); replaced keypad (front casing).